Manufacturer narrative:
(B)(4). Based on information from complaint tracking system, received sample and manufacturing controls, the following facts are concluded: the failure mode was confirmed in the received sample. It was observed the cuff is burst.

Event description:
The physician reported attempting to intubate the patient twice however he noticed the tracheal tube experienced a leak at the cuff. Following the third attempt, the cuff was reported to have burst. Though requested, no additional patient information has been obtained by the manufacturer.

Manufacturer narrative:
(B)(4).